Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new tactra penile prosthesis was implanted due to unspecified reasons. No information was provided about the patient's outcome.

Manufacturer narrative:
G5, h2, h10 updated.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new tactra penile prosthesis was implanted due to unspecified reasons. No information was provided about the patient's outcome.